Event description:
It was reported that the device was reporting disposable alarms. No patient involved.

Manufacturer narrative:
Other, other text: additional information. D4 UDI is unknown. No product information has been provided to date. G5: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. There was a broken micro switch. Wear and tear damaged enclosure and tank cover. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch.the disposable alarm sounded because the device didn't recognize a disposable or temperature check. The root cause of the reported issue was found to be the micro switch severely bent by the customer. The technician replaced the micro switch. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.